Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, organic deposits were visible. Result: based on our investigation results, we can determine organic deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (#fx703t - article not registered in us, but an similar device) was implanted lumbar during a procedure performed on (B)(6) 2025. According to the complainant, the valve caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.